Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. A sales representative confirmed the reported symptom and replaced the device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. A sales representative confirmed the reported symptom and replaced the device. There was no harm or injury reported. The "ventilator inoperative" alarm was duplicated by operational checking performed. The alarm detail was confirmed, which indicates that a restart of the system inside the device occurred 3 times within 24 hours. In addition, occurrence of an error indicating communication failure of the system was confirmed. Therefore, system pca (circuit board) was replaced, then the issue was resolved.